Event description:
The patientcalled lifescan and alleged the one touch ultra meter was reading inaccurately high. The readings were 294 mg/dl and 271 mg/dl taken within 10 minutes. (Meets lifescan criteria for precision). No medical attention received. No attention taken following use of the meter, though the readings meet the criteria for lifescan precision, the customer care representative performed troubleshooting and twice the control solution test was not within range. Based on the information obtained there is indication the product malfunctioned. The test stri8s were replaced and return expected. Control solution sent.